Manufacturer narrative:
The reported complaint was confirmed. Per the user facility, the air supply line was not plugged all the way in and that is why they were unable to calibrate the electronic patient gas system (epgs). No product will be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the user facility, the air supply line was not plugged all the way in and that is why they were unable to calibrate the epgs. They will not be returning the device.

Event description:
It was reported that the electronic patient gas system (epgs) would not calibrate. No other details regarding the nature of this event were provided.